Event description:
It was reported the patient's blood glucose level (bg) read "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn for between 25 and 36 hours on the arm. As treatment, a new pod was applied.

Manufacturer narrative:
The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. A tear was found in the exposed portion of the soft cannula. The fluid path was inspected, and signs of leakage were observed. The time and cause of this damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.